Event description:
It was reported that a dissection occurred, requiring additional intervention. The patient presented as symptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. After insertion of a 0.035" j-wire into what was initially thought to be the external carotid artery, it was realized that the wire was in the internal carotid artery (ica). The arterial sheath was inserted, and the common carotid artery was immediately clamped. Once flow reversal was established, an angiogram revealed a dissection in the distal ica. The physician then stented the dissection in with two additional stents extending into the common carotid artery to ensure both the lesion and the dissection were covered. The patient remained hemodynamically stable, and following the tcar procedure, the patient was awake, alert, and oriented.

Manufacturer narrative:
This report is report is being submitted to correct the device codes (h6) in section h, device manufacturers only.

Event description:
It was reported that a dissection occurred, requiring additional intervention. The patient presented as symptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. After insertion of a 0.035" j-wire into what was initially thought to be the external carotid artery, it was realized that the wire was in the internal carotid artery (ica). The arterial sheath was inserted, and the common carotid artery was immediately clamped. Once flow reversal was established, an angiogram revealed a dissection in the distal ica. The physician then stented the dissection in with two additional stents extending into the common carotid artery to ensure both the lesion and the dissection were covered. The patient remained hemodynamically stable, and following the tcar procedure, the patient was awake, alert, and oriented.